Event description:
This pt had sustained a clavicular fracture, which was treated operatively. Medical records indicate that the initial surgery occurred at a hosp other than reporting facility with nonunion and hardware failure. The risks and benefits of surgical vs nonsurgical treatment were outlined and the pt requested that the orthopedic surgeons proceed with surgery, thus, an informed consent was obtained. The failed plate that was removed from the pt's clavicle had broken cleanly in two pieces at approx the middle portion of the plate, which is about 3 3/4-inches long in its entirety. It was described in the operative reports as "the previously placed 3.5 mm pelvic recon plate and two lag screws," which were removed without difficulty. During the corrective surgery a 7-hole, 4.5 mm pelvic recon plate was placed with three screws proximally, three screws distally, and "one interfrag screw". The pt had no complications as a result of the corrective surgery.